Event description:
During an arteriogram, m.d. Inserted sheath into femoral area but was unable to remove it. Patient needed to go to or for surgical removal of sheath. M.d. Believed sheath was faulty in design. Following or removal, it was found that the delivery catheter was "accordianed" at the proximal end of the sheath (stent) & could not fit thorough stent.